Manufacturer narrative:
The biomed reported that the patient was transferred to a standby ventilator when the reported issue occurred. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer reported that the unit had 1107/1108 errors (machine and proximal pressure sensors failed). The customer was advised to replace the data acquisition pcba. The caller will repair the unit and call back only if further assistance is needed. It was reported that the data acquisition board was reseated, and the unit successfully passed all testing. The unit was returned to service.

Manufacturer narrative:
Date of event: (B)(6) 2021. 04mar2021.

Event description:
It was reported to philips that the device had a machine and proximal pressure sensor failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.